Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The cg stated she thought the hp disconnected and then reconnected during therapy. The instructions are accurate and sufficient. No issues identified with the product labeling that would contribute to the reported problem.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240/2367, this situation occurred during dwell 1 of 4. The home patient (hp) stated that the hc alarmed system error 2240 and the technical service representative (tsr) instructed the hp to cycle the hc. The hc alarmed system error 2367. The tsr instructed the hp to cycle the hc to press go to start. The tsr informed the hp to start over with new supplies and inform the registered nurse (rn). There was patient involvement. No patient injury or medical intervention was reported. The caregiver (cg) contacted product surveillance (ps) on (B)(6) 2011 regarding the system error 2240 alarm. Per the cg, the supplies were discarded and the lot number was not given. The cg stated she thought the hp disconnected and then reconnected during therapy. The cg stated the hp started over with new supplies and resumed therapy on the cycler. The cg stated the hp was in the hospital due to a fall and hurt his back.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Similar reports have been received for the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.